Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
The tip leaves particles in the eye after the phacoemulsification phase. No patient impact. No product available for return.